Event description:
Issue with dexcom g6 sensor and transmitter. Adhesive causes rash, device causes sores. In this instance the device burned the skin, resulted with rash and sores. Had to remove device before end of its cycle to prevent further damage. Pictures are available. FDA safety report ID# (B)(4).